Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an unable to calibrate optical sensor message and calibration could not be manually invoked. Insertion was femoral. The customer noted that the underlying ECMO waveform was "mostly flat". The customer was advised that this message is often displayed with ECMO patients due to the poor arterial waveform quality and narrow pulse pressure. It was suggested that they bypass the fiber optic optic portion of the iab and switched to the transduced fluid lumen. They were also advised to move to semi-auto and set timing in the middle as auto will have difficulty due to the poor waveform quality. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through feb-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).